Event description:
It was reported that during pre-test, sterile water leaked from a foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, sterile water leaked from a foley catheter.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation received 1 all-silicone foley catheter. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. Also received 3 photo samples. First photo sample shows top view of whole catheter. Second photo sample zooms in on the end of the catheter with deflated balloon. Third photo sample shows inflation cap. Based on photo and physical sample received, this is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A risk, labelling, and DHR review was not required as the reported event is unconfirmed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.